Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture suspected in MRI and diagnosed by ultrasound. Ultrasound showed no pathologically enlarged lymph nodes or masses in the axillary areas. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Lymphadenopathy: unable to confirm as it is a medical event not related to no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture suspected in MRI and diagnosed by ultrasound. Ultrasound showed no pathologically enlarged lymph nodes or masses in the axillary areas. The device has been explanted and replaced.